Event description:
It was reported that the cartridge was cracked. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer performed a cartridge change to resolve the issue.